Manufacturer narrative:
Please find below an updated analysis. The subject ICD talentia was implanted on (B)(6) 2025. Analysis of the provided data confirmed the reported event: on the interrogation file dated (B)(6) 2025, on the screen ¿arythmies ventriculaires¿, it is written ¿diagnostic et thérapies du (B)(6) 1969 au (B)(6) 2025¿. The start date of follow up displayed is based on statistics reset date. At the 1st interrogation of the device, no reset date had yet been set, therefore the start date of follow up is invalid at the time of implantation detection. This invalid date is wrongly displayed by the programmer as (B)(6) 1969 (or (B)(6) 1970, depending on the computer¿s time zone). The reset of statistics data was performed on (B)(6) 2025 at 15:38, when implantation was manually confirmed by the physician. Therefore, at the next in-clinic follow-up, the start date of follow up should be correctly displayed. Regarding the episodes recorded in the arrythmia historical before the implantation date, it should be noted in microport ICD/crt-d, as per specifications, memories are programmed on at the end of manufacturing process and only impedance and continuity measurements are disabled as long as shocks are programmed off. This explains why arrythmia can be detected in case of detection of ventricular noise before the device implantation. Arrythmia historic is never reset (even when statistics are reset). The root cause of the reporting event is a software issue of the smartview modules. Based on available data, no issue is suspected on the subject ICD. This case is retained for trending purposes.

Event description:
Reportedly, during the in-clinic follow-up dated (B)(6) 2026, some arrythmias dated (B)(6) 2025 are visible. The device was implanted on (B)(6) 2025. After checking the implantation file, the device memory was activated and displayed therapies from (B)(6) 1969 to (B)(6) 2025.why the device memory was activated?

Event description:
Reportedly, during the in-clinic follow-up dated (B)(6) 2026, some arrythmias dated (B)(6) 2025 are visible. The device was implanted on (B)(6) 2025. After checking the implantation file, the device memory was activated and displayed therapies from 31 dec 1969 to 20 dec 2025. Why the device memory was activated?

Manufacturer narrative:
The subject ICD talentia was implanted on (B)(6) 2026. Analysis of the provided data confirmed the reported event: on theinterrogation file dated (B)(6) 2026, on the screen ¿arythmies ventriculaires¿, it is written ¿diagnostic et thérapies du 1 déc 1969 au 29 déc 2025¿, the reset of statistics data was performed on (B)(6) 2026 at 15:38, when implantation was manually confirmed by the physician. Therefore, it should be displayed ¿diagnostic et thérapies du (B)(6) 2025 au (B)(6) 2025¿. However, due to a timing issue, statistics data were re-read before they were fully updated, and the statistics reset of statistics date was still invalid. The invalid reset of statistics date is then displayed as (B)(6)1969 (or (B)(6)1970, depending on the computer¿s time zone). Regarding the episodes recorded in the arrythmia historical before the implantation date, it should be noted in microport ICD/crt-d, as per specifications, memories are programmed on at the end of manufacturing process and only impedance and continuity measurements are disabled as long as shocks are programmed off. This explains why arrythmia can be detected in case of detection of ventricular noise before the device implantation. Arrythmia historic is never reset (even when statistics are reset). The root cause of the reporting event is a software issue of the smartview modules. Based on available data, no issue is suspected on the subject ICD. This case is retained for trending purposes.